Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated the low glucose alarm did not sound and had contact with a healthcare professional who provided unspecified treatment for hypoglycemia and "refrigerant." No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated the low glucose alarm did not sound and had contact with a healthcare professional who provided unspecified treatment for hypoglycemia and "refrigerant." No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated the low glucose alarm did not sound and had contact with a healthcare professional who provided unspecified treatment for hypoglycemia and "refrigerant." No additional details were provided. There was no report of death or permanent injury associated with this event.